Event description:
It was reported when the programmer was turned on, all other monitors in theatre exhibited noise. An alternative programmer was used without incident. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 229047 analyzer. (B)(4).